Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn below the ok key and the key contact symbols were worn. The ok, up and down key contacts were intermittently unresponsive and the contrast button responded appropriately. There was contamination found under all key contacts. The pump booted to the verify screen with dim pink contrast. The pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The display lens was scratched.